Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the pacing capture threshold of the right ventricular (rv) lead was elevated. Beginning on (B)(6) 2015, the maximum rv capture threshold consistently measured 2.5 v. Concomitant product: 507652 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.